Manufacturer narrative:
The insulin pump was received with intermittent button response due to a flattened button dome switch and partial unlocked lcd keypad connector noted during visual inspection. Unable to perform all functional testing including the displacement, operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 440 mg/dl. Customer states that insulin pump not working. The insulin pump will be returned for analysis.